Event description:
It was reported that the insulin pump alarmed an error and that it had a protruding drive support cap. The blood glucose reading was 293 mg/dl, which the customer treated with manual injection. The customer stated that the device had been dropped over time. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prim during basic occlusion test due to loose and protruded drive support disk. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, missing end cap sticker and cracked case near display window corners noted during visual inspection.